Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has never been able to achieve a serviceable erection with the device. The patient stated that he is able to pump the device five times before he can no longer pump it. During these incidents he has to deflate and reinflate and sometimes he is able to pump more. He also reports his erections are not sufficiently rigid for intercourse. An ipp replacement surgery was performed with no patient complication.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams700 inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders, reservoir and pump were visually and microscopically examined, and functionally tested. Both cylinders had wear at folds in the middle of the cylinder bodies, no anomalies were found with the reservoir and pump activation issues were found during testing. Based on the information available and analysis results, the activation issue identified in the pump could have caused or contributed to the reported clinical observation of mechanical and inflation issue.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) has never been able to achieve a serviceable erection with the device. The patient stated that he gets to pump the device 5 times before he can no longer pump it. During these incidents he has to deflate and reinflate and sometimes he is able to pump more. He also reports his erections are not sufficiently rigid for intercourse. An ipp replacement surgery was performed with no patient complication.